Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument were observed to be misaligned/bent. After applying the clip, the jaws did not open correctly. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The clip was successfully applied. The green hem-o-lok clips were used. The tissue bundle was not greater than the specified diameter suggested in the IFU. The clip applier was on the 1st application when the incident occurred. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip, causing misalignment of the grip-tips. There was a 0.34 mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. Additional observation related to the customer reported complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip was successfully applied to the in-house test tube, however the bent portion of the tip adhered to the clip post-application. The stuck grip was released using additional input commands from the master tool manipulator (mtm).

Event description:
Refer to h10/h11 for follow-up information.